Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain six days prior to the diagnosis. On the same day as the diagnosis, the patient was hospitalized. At the time of hospitalization, peritonitis was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. On the same day as the diagnosis, the patient began treatment with unspecified antibiotics for peritonitis. At the time of this report, the hospitalization was ongoing and the patient was recovering from the event. The patient discontinued peritoneal dialysis therapy and was transferred to hemodialysis therapy. No additional information is available.